Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please reference medwatch report 2032227-2014-16484.

Event description:
The customer reported vast discrepancies between her sensor glucose and but glucose, citing differences of 100 to 200 points. More specifically, the customer stated one of her most recent issues was that she was getting a low alert of about 62 mg/dl going down to 40 mg/dl, activating the threshold suspend of her insulin pump. When she checked her blood glucose, it was over 200 mg/dl. Sensor insertion protocol was discussed and it was found the patient was inserting correctly. The customer was inserting in the abdomen area. She had not noticed any bent sensor cannulas. Calibration protocol was discussed. The customer also mentioned weak signal and lost sensor alerts, for which she declined troubleshooting. Nothing further was reported.